Manufacturer narrative:
Literature summary: 2/20 two patients required a short course of oral steroid treatment after litt without significant complications.

Event description:
It was reported that following an ablation procedure patients experienced intracranial pressure which required an oral steroid treatment. There was no additional information received in relation to this event. If additional information is received, a follow up report will be submitted.